Event description:
Customer reported that segments located in the first digit position of the display on their precision xtra blood glucose meter were missing, and the customer reported increasing their medication based on the results obtained on this meter. The customer reported taking actos and lantus insulin. The customer then reported feeling cold, sweaty, and had an inability to think clearly. They then reported losing consciousness, and was later found by a friend. The customer drank soda in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.